Event description:
Product was provided for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. A functional test was performed and passed. An alarm/alert manual test was performed and passed. A speaker/vibrator resistance test was performed and passed. An internal visual inspection was performed and passed. The device log was downloaded and reviewed, finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
Cmpl-(B)(4).

Event description:
It was reported that the display device is not alerting at the proper threshold. Product was provided for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. A functional test was performed and passed. An alarm/alert manual test was performed and passed. A speaker/vibrator resistance resistance test was performed and passed. An internal visual inspection was performed and passed. The allegation was confirmed. The probable cause was receiver dispatch error. No injury or medical intervention was reported.

Manufacturer narrative:
B5: describe event or problem ¿ additionalh2: additional information

Event description:
Subsequent to the supplemental, a correction is required. It was reported that an alert/notification issue occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot was performed and passed. A functional test was performed and passed. Alarm/alert manual test was performed and passed. A speaker/vibrator resistance test was performed and passed. An internal visual inspection was performed and passed. Receiver try it test was performed and passed. The receiver log was downloaded and reviewed. The allegation was confirmed for audio issue due to delayed alerts. The probable cause was receiver dispatch error.

Manufacturer narrative:
(B)(4). H8: use of device - correction - remove due to duplicate information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the display device is not alerting at the proper threshold. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.